Event description:
Rptr had stent placed 10/14/93. According to him, it turned out to be a very painful procedure and the doctor seemed to be having difficulty. The procedure failed and he had immediate emergency surgery. The dr removed the failed stent. According to rptr, the report states that the two stents were placed and one was removed. When he asks if he still has a stent, he doesn't receive an answer. He was in the hosp until 10/20/93. While in the hosp, he had a lot of pain and was extremely weak. He was sent home with blood clots. The drs were aware of his difficulties but failed to put him back in the hosp. Rptr states they could see he had difficulty breathing, chest pain and difficulty walking. He even told the doctor that his eyes "flipped" in his head and he thought he might have had a slight stroke. On 12/1/93, he was admitted to the hosp "loaded" with blood clots. He now has heart and eye damage and is in worse shape than he was before he went through all the procedures. He is now on very large doses of medication and the dr says he needs another bypass. After the doctor finished using the "roto" on his arteries, something "sprung around in his chest". He told the dr and dr said he did not know what it might be. After reading the reports, rptr thinks it might be the other stent.